Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/25/2016. The fse found that the electrode in aperture housing #3 was corroded. The fse replaced the aperture housing, which repaired the high platelet backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
While troubleshooting the field service engineer (fse) found that the coulter lh 780 hematology analyzer was generating high platelet backgrounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.